Event description:
During an emergency coiling procedure of an aneurysm, the coil became detached from the guide wire when the surgeon attempted to pull it back from partial deployment in the aneurysm. The coil was defective and it was not the intent of the surgeon to separate the coil from the guide wire when it separated. This resulted in the surgeon having to get the interventional radiologist to snare the coil which remained in the vessel. The coil was snared successfully and the pt suffered no harm as a result.